Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were having constant pain in their right leg and nothing seemed to help. Agent asked patient when the pain in right leg started and patient stated that it had been all along and was just getting worse. Patient confirmed they had pain in the right leg before they got the implant. Patient mentioned that when they had the temporary unit they felt like they got good relief from it, but with the permanent unit they never really got as good of a relief as they did with the trial. Patient also mentioned that in december they experienced a fall where they broke their shoulder bone and they were worried that they did damage to the stimulator, but they did x rays and everything was fine. Patient mentioned they upped the stimulation afternoon to sese if they can get some relief . Agent walked patient through adjusting stimulation in groups a, b and c and patient mentioned they were able to feel stimulation in their left leg. The patient was redirected to their healthcare provider to further address. Additional information was received from the patient (pt) stating they were redirected to their healthcare provider (hcp) after calling patient services (pss). The patient reports they have not met with their hcp, but they have an appointment in a couple weeks. Since reporting the issue, the patient reports that their leg pain has gotten better, the patient increased their stimulation. The patient reports being on program 4, and the other programs do not seem to do anything. The patient reports that their stimulator has shut off by itself three times which causes that leg pain to worsen. The patient reports checking and seeing 100% battery when the stimulator turned off by itself. The patient was able to turn the stimulation back on. When the stimulator is on, the patient reports getting about 50% relief. The patient is never completely without pain. Patient reports that some days are worse than other, and the pain can be in different places at different times. Pain can be in the left hip, right leg, and right foot from the mid shin area to the bottom of the foot. The patient reports feeling like their foot will break off. Pt is currently taking gabapentin, pramipexole, tylenol, and sometime ibuprofen. The patient reports an upcoming appointment with their hcp, and states that they would like a manufacturer representative (rep) to be present at the appointment.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that after thinking about it, the device would turn off by itself when the battery was completely down. They are now recharging it every morning so it does not run completely down. The problem has been solved. The device has not shut off since they've started charging everyday.